Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a backup battery fault alarm was confirmed and reproduced during testing of the returned 11v backup battery. Visual inspection of the returned battery did not reveal any issues. Voltage measurements of the battery revealed that it had 12.14v of charge, indicating it was nearly fully charged. The battery was connected to a test heartmate ii system controller, power module, and 14v power module patient cable. The system was powered up but the controller immediately operated in run mode, alarming with a "connect driveline" alarm. A driveline was connected, the connect driveline alarm cleared, and the controller supported the pump at the set speed. When both power cables were disconnected the controller continued to support the pump at the set speed. The controller was disconnected for further testing and troubleshooting. The controller was reconnected to a test system and the backup battery was allowed to fully charge. However, it continued to indicate a "charging" status for an extended period of time until the controller alarmed with a backup battery fault alarm, reproducing the reported. Per design, the controller will alarm with a backup battery fault alarm if the 11v backup battery does not become fully charged within 4 hours. The battery was disassembled and internal components were examined. No weld issues were observed. All fuses and components on the top side of the battery's printed circuit board (pcb) were unremarkable. The battery was connected to a test system controller and allowed to fully discharge. The controller was then connected to a test system for charging, but the battery would not charge. Due to the charging circuit being located on the back side of the battery's pcb, no further testing could be performed. However, the issue was narrowed down to the charger circuit. The root cause of the confirmed battery pcb damage could not be conclusively determined during the investigation. The backup battery was exchanged and no further issues have been reported at this time. Reports of similar events will continue to be tracked and monitored. Heartmate ii patient handbook explains all alarms, including backup battery fault alarms, and the proper actions to take if the alarms cannot be resolved and cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a constant back-up battery fault alarm that did not resolve with changing battery sources. The backup-battery was exchanged and returned.